Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed due to defective main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found no image on composite and s-video (super video) output due to defective main board and a component of the main board was found burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image from the composite video output. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.